Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe actuation failed and an abnormal cutting sound occurred during a procedure. The condition of the aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One returned sample was visually inspected and deemed conforming. Actuation and aspiration testing was performed and deemed conforming. No excess vibration or noise. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not actuate and had a noise issue cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).